Event description:
Update: (B)(4) 2013, litigation papers received. Litigation alleges pain, discomfort and elevated metal ion levels.

Event description:
Patient was revised to address cup loosening.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(4) 2013. Comment: there is a side discrepancy. The der states the right side, while medical records states the left side. Due to accuracy, the side from the medical records will be reported. Should we receive additional information, we will update if needed.

Manufacturer narrative:
Depuy still considers this investigaton closed.